Event description:
During a follow-up remote, post-paced t-wave oversensing was observed on the device. Furthermore, low pacing impedance was observed on the right atrial (ra) lead. The suspected root cause of the low pacing impedance was ra lead damage, however, diagnostic imaging was not performed to confirm this. Technical support was contacted, however, no intervention was performed at this time. The patient was stable.